Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the customer stated that the drawer was jammed and could not be opened. Attempts to recover the drawer were unsuccessful, and rebooting the station did not resolve the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer one did not open. A field service engineer (fse) removed drawer and found multiple medications jammed between sensors and drawer. Further the fse removed jammed medications and customer was able to recover successfully. The system functioned as intended after the field service engineer repaired the device.